Manufacturer narrative:
The user facility biomed inspected the lighting system and found that a bulb in the light head was broken. The biomed replaced the bulb and lamp lens due to some melted bulb fragments. The surgical light was tested and returned to service. No additional issues have been reported. A steris service technician inspected, the surgical light and found that the light head was repaired properly. The surgical light is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that during the conclusion of a patient procedure one of the surgical light heads made a loud noise and the bulb went out. Hospital personnel utilized the second light head and the procedure was completed successfully. No injuries or procedural delays or cancellations were reported.